Event description:
Ous MDR - after an implantation time of 60 months, ventricular oversensing with subsequent inappropriate shocks was reported. The lead was capped and left inside the patient. The ICD was explanted and returned to biotronik. Aside from the shocks, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD underwent a status interrogation after it was received. The device status was mol2, and 69 charge processes had been registered. The memory content of the ICD was analyzed. The check of the available iegms showed interference signals in the right-ventricular channel, which led to several shock deliveries in agreement with the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available iegms, interference signals were detected in the right ventricular channel, which led to several shock deliveries. The ICD proved to be fully functional during the analysis.